Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6); product family: clik x, upn: m365sc43180, model: sc-4318, serial: not applicable, batch: no information. Sc-2218-70; (B)(6): visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Sc-2218-70; (B)(6): the device remains implanted and was not returned for analysis; therefore, a technical analysis could not be performed. Sc-4318; lot# unknown: the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced a loss of stimulation on their right side due to high impedances noted on the right lead of the spinal cord stimulator (scs) system. The patient underwent a revision procedure in which the right lead was explanted and replaced with a new device. During the revision procedure it was observed that the lead was fractured at the clik anchor site, the lead was explanted, a new lead was implanted and the existing clik anchor was used to suture the new lead down. The patient is doing well post operatively. The patient was implanted with two device and it is unknown which of the two leads was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7083316. Product family: clik x; upn: m365sc43180; model: sc-4318; serial: not applicable; batch: no information.

Event description:
It was reported that the patient experienced a loss of stimulation on their right side due to high impedances noted on the right lead of the spinal cord stimulator (scs) system. The patient underwent a revision procedure in which the right lead was explanted and replaced with a new device. During the revision procedure it was observed that the lead was fractured at the clik anchor site, the lead was explanted, a new lead was implanted and the existing clik anchor was used to suture the new lead down. The patient is doing well post operatively. The patient was implanted with two device and it is unknown which of the two leads was explanted.